Event description:
It was reported that during a ptca/stent procedure, the sds would not cross the lesion. The sds was retracted through the guiding catheter, contrary to IFU, and the stent became separated. A second stent was inserted and was successfully deployed, and at this time it was noted that the separated stent was still in the left circumflex. An attempt to snare the stent was unsuccessful, and it was pushed to the distal portion of the vessel and deployed with a dilatation catheter at an unintended site. Reportedly there were no adverse affects to the patient.